Manufacturer narrative:
(B)(4). Batch # m53u0f. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition two cartridge reloads were received for analysis. Cartridge (a) ecr60d, m52y0m was received loaded on the device partially fired 1/16. Cartridge (c) ecr60d was received partially fired. Upon further analysis the reload (c) was noted to be broken in two pieces and with no cartridge pan returned. It is possible that while loading the reloads (a, c) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. No further functional testing was performed however a dry fire was completed to test the functionality of the device and it achieved its complete firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device didn't fire at the first firing. It was doubted that the device was out of power. The surgeon returned the knife by pulling the manual lever. A like device was used to complete the procedure. There were no adverse consequences for the patient reported.